Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered numerous shock therapies for atrial fibrillation (af) with rapid ventricular response. The patient was treated with medication and was scheduled for ablation. Moreover, it was not determined if there was a therapy exhaustion. The ICD remains in service. No adverse patient effects were reported.